Manufacturer narrative:
Address-line 1: sai institute of gastroenterology. During inspection and testing, the bending section cover was dirty. The reported issue (zoom malfunction) was confirmed during testing. The image was zoomed automatically due to damage on the zoom wire guide parts. In addition, the objective lens was scratched, the adhesive on the bending section cover was detached, the connecting tube was dented and scratched due to handling, there was a scratch on the grip due to handling, angulation was reduced and there was play in the angulation knob due to elongation of the angle wires, and the magnified image did not change to the normal image due to a frayed zoom wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during routine inspection, the image from the subject device zooms automatically while connecting to the processor. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the bending section cover was dirty. This report is being submitted for the malfunction found during evaluation (foreign material on bending section cover). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Updated: e4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the bending section cover was believed to be a protein but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation that might contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of user handling/insufficient cleaning and or reprocessing. The event can be detected/prevented by following the instructions for use section below: inspection of the endoscope olympus will continue to monitor field performance for this device.